Event description:
On the (B)(6) 2024, the arm joint became loose and this caused the arm to drop. The radiation therapist put her shoulder in the path of the arm to stop it from drooping further. No patient injury. Product problem: service visit to the user site found the following: measured existing upper arm joint torque with shims installed (19.2nm) as well as lower joint (18.6nm). Tightened joint screw to appropriate 20nm setting. During the testing at the user site, it was discovered that the arm joint brake would engage intermittently (approx 7 of 10 times). Tested the base unit pcb and discovered flickering of leds when failure would occur as if card was being shorted out. Also noticed the base hub rotary brakes were not operable at all (would not disengage). During fault finding procedure the base hub brake resistance reading was below tolerance at approx 15.7 ohms. Checked applicable brake cabling for discrepancies (damaged or cross wiring) and found none.